Event description:
It was reported that foreign matter was found before use with a needle 19ga 1in. The following information was provided by the initial reporter, "we have received a complaint from a customer due to the presence of what appears to be a plastic particle approximately 2mm in length. The particle was noted prior to use and the needle remains in its un-opened pack."

Manufacturer narrative:
H.6. Investigation: bd was provided with a photo for catalog 301700 lot 171203 to investigate for this record. Visual examination of the photo shows a green particulate inside the unit pack. As a result, bd was able to verify the reported issue. Bd has concluded that this foreign matter consists of powder of "rack" coming from the assembling process. In order to move the pieces through the assembling process, the needles are located in some green plastic racks. Due to friction between racks and machine's rails, little plastic powder could be produced. The accumulation of rack powder could probably remain in needle surface due to static electricity.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a needle 19ga 1in. The following information was provided by the initial reporter, "we have received a complaint from a customer due to the presence of what appears to be a plastic particle approximately 2mm in length. The particle was noted prior to use and the needle remains in its un-opened pack."